Manufacturer narrative:
Sample information not provided. Per customer, calibration and qc have been within the acceptable ranges. Service was not requested as this event appears to be a reagent issue. Customer technical support will send a new rf reagent lot (lot# m007324) to the customer for evaluation. This is a reagent issue.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to an erroneous positive rheumatoid factor (rf) results on three patients generated by the unicel dxc 600 pro synchron chemistry analyzer. The erroneous results were reported out of the laboratory and questioned by the physician. The samples were sent to an alternate reference lab for repeat testing. Patient treatment was not impacted by this event.